Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was lower than that of the programmed lower rate of their implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.